Event description:
Caller reported a cgm error 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the process, but the error persisted. As a resolution, cts decided to replace the pump. Upon follow up pump was reset and error code did not reoccur. Replacement pump is not needed.